Event description:
It was reported the lead (lfj104889v) was replaced due to noise. The replacement lead, (lfj109546v) showed ventricular oversensing and inhibition. It reportedly was fine in ddd mode, except when the patient leaned forward; this was not reproducible. The patient had a recent mi, which possibly affected capture. The lead was then replaced due to non-capture, no ventricular output. Increased thresholds were also noted, at 2.6v. No patient complications have been reported as a result of this event.